Event description:
It was reported that the device would not take a charge and would not turn on for eight or nine months. The reporter stated that the patient fell the day prior to the report and the patient needed to have the device checked. It was noted that the patient had not had the device checked or a doctor to check the device in many months. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was recharging more than expected. It was noted that the patient previously only had to charge once a month but for the year prior to the report they had to recharge every other day. It was further noted that while trying to interrogate the device with the clinician programmer a message was received indicating that the implanted device was discharged. It was further reported that the patient's stimulation has changed and is not in the same area. The stimulation was also reportedly not as strong as it used to be. It was noted that the patient was feeling stimulation in their rib cage.

Event description:
Additional information received reported there was not an overdischarge. The patient had the device on a very low setting. It was noted the device was functioning normally.

Manufacturer narrative:
Product ID, 377845 lot# v008515, implanted: 2006 (B)(6), product type lead product ID, 377845 lot# v008515, implanted: 2006 (B)(6), product type lead product ID, 37742 lot# serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was a power-on-reset (por) condition with a battery overdischarge on the patient's implantable neurostimulator (ins). It was unclear as to how long the ins was in an overdischarge state. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).